Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined impedance on the superior vena cava (svc) coil and the rv defibrillator coil. The rv and svc coil was suspect of a fracture. The lead was capped and a new pacing lead was implanted. No patient complications have been reported as a result of this event.